Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a pump was programmed to infuse 500 ml of penicillin (24 mu) in d5w at 20.8 ml over 24 hours however it infused within 12 hours. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of an intended 24-hour infusion completing sooner than expected was confirmed. Physical inspection noted the device to be in good condition with no anomalies observed. Review of the pcu event log confirmed that on (B)(6) 2016 at 2:51 pm the user programmed a basic infusion (drug information not available) with a rate of 100ml/hr and a vtbi of 950ml. At 6:59 pm, the user paused the infusion and then changed the rate to 20.8ml/hr. The infusion continued until an air in line alarm occurred at 2:19am on (B)(6) 2016. Since the infusion was initially programmed for a rate of 100ml/hr and a vtbi of 950ml rather than the intended rate of 20.8ml/hr and vtbi of 500 ml, after approximately 4 hours and 8 minutes when the rate was changed to 20.8 ml/hr, a volume of 405ml had already infused. Approximately 7 hours and 19 minutes later, another 152ml had infused which is believed to have emptied the bag and caused the ail alarm. The infusion ran for a total time of approximately 11 hours and 27 minutes (including several instances of being paused by the user) and infused a total calculated volume of 557.488ml. Rate accuracy testing was performed and found the device to be infusing within specification. The root cause of the customer¿s report was determined to be user programming.